Event description:
Received information stating customer received multiple altitude alarms while swimming. Reportedly, customer's blood glucose level was impacted (a1c=7.1).

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.